Event description:
I have type 1 diabetes and use the dexcom g7 with my tandem tslim insulin pump. The insulin pump uses data from the dexcom g7 to administer insulin to me. I have noticed an issue with dexcom g7 lot #1824230001. The sensors from this lot are not properly attached to the adhesive that is supposed to hold the sensor in the skin. It has happened with two in a row from this lot, and I've only been able to solve it by using a replacement I was provided from a different lot. This is not an issue I have ever had with a g7 before. I attempted to contact dexcom, but they do not consider this to be an issue. I was told it is a "non-product failure" and that dexcom would not be looking into it.